Manufacturer narrative:
Upon receipt of the unit, it was confirmed that the keel tip was missing. Block g4 has been updated accordingly. Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit is chipped.